Event description:
The patient stated that during insertion of a new infusion site in his abdomen his headset was very difficult to insert. He stated that the needle seemed to be "rough" and this caused discomfort and bleeding. He stated he removed the headset and inserted a new one in his abdomen. The patient was able to insert the new headset properly without discomfort or bleeding. The patient's blood glucose was not affected. The patient did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation. The product was received and evaluation results indicate that the infusion set needle was bent.

Manufacturer narrative:
Retention product was evaluated and found acceptable. Review of complaint date found no other similar complaints for this lot number. Manufacturing records were reviewed and found acceptable.